Event description:
It was reported that the tip of the device was damaged. A left atrial appendage (laa) closure procedure was being performed. It was noted that the laa anatomy was complicated. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and during recapture, the tip of the was found to be damaged/deformed. The devices were successfully removed, and the procedure was completed with a new device. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) was returned with the dilator in the sheath. The device was visually and microscopically examined. Visual inspection of the device found no damage or defect. Microscope examination revealed tip damage as there was ptfe delaminating from the inner sheath wall. Product analysis confirmed the reported tip damage as the tip was damaged. Product analysis could not confirm the reported event of difficulty recapturing as clinical circumstances could not be replicated. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the tip of the device was damaged. A left atrial appendage (laa) closure procedure was being performed. It was noted that the laa anatomy was complicated. A watchman access system (was) was positioned, and a watchman closure device and delivery system (wds) were inserted. The wds was deployed and during recapture, the tip of the was found to be damaged/deformed. The devices were successfully removed, and the procedure was completed with a new device. There were no patient complications or consequences that occurred as a result of this event.